Event description:
The patient contacted animas on (B)(6) 2012 and reported the keypad buttons were intermittently unresponsive, requiring multiple presses to elicit a response. The patient denied damage to the keypad. The patient reportedly wore the pump in a pocket and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, the keypad was noted to be peeling along the entire left-hand side. On testing, the down arrow button was responsive. The up arrow and ok buttons were intermittently responsive. The contrast button was unresponsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. The up arrow button contact was misaligned.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.